Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) was 485 mg/dl. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous fluids/insulin were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent damage. Customer reported that the infusion set cannula was kinked and was cause of elevated bg. Type of infusion set used was not reported.